Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial infection at the cardiac resynchronization therapy with defibrillator (crt-d). This was treated with antibiotic drug therapy. This was due to the patient's condition and complexity of medical management. This was probably device related. The pump was replaced due to pump infection.

Manufacturer narrative:
Section d4: model/catalog number corrected. Section e1: customer site was (B)(6). Section h6: health effect - clinical code corrected. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The facility could not provide any further information.